Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has changed from high frequency to low frequency and it seems to be doing a good job. The pain in the patient's lower ribs on left side and area below last rib and hip is still there. The manufacturing representative (rep) thinks it may be a medical issue. "The rep did a test and said the leads are ok". No medical people have been contacted. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2015 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient called their healthcare professional (hcp) last week to see if a manufacturer¿s representative (rep) would be in the city because they had been having problems with their ins. The patient stated they thought the hcp forgot to reach out to a rep later in the call. The patient stated they had been on the same program for quite some time and it works very well. However, in the last month or so, the stimulation started migrating into their ribs and stomach area. The patient also mentioned they were having a lot of problems sleeping at night. The patient stated their side hurt when they laid on it and their ribs were slightly sore. The patient stated at first, they didn¿t know what was wrong and thought it might be internal organ problems. The patient mentioned they turned their device and it gets better. Then, when they turn it on, it gets worse. The patient also mentioned they have 3 leads going up their spine and it¿s really sore to touch where the leads connect. The patient mentioned it had been doing this for some time and it had not been a real big problem so they didn¿t say anything. The patient their hcp thought the leads may have come loose a little, and their hcp may ¿have to go back in there and do something with them, tighten them up, or whatever.¿ the patient stated it had not been confirmed that the leads had moved and stated their hcp had not done any x-rays or anything. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported experiencing overstimulation and stimulation in an undesired location. There was a problem with stimulation going up into the ribcage. He had tried turning therapy on with all parameters set to zero, and when he turned it on, ¿huge jolts¿ were still felt in the ribcage. This was a sudden change. The patient discussed this issue with the manufacturer representative, and scheduled to meet with the manufacturer representative on (B)(6) 2015. Follow-up was performed to determine what steps were taken to resolve the ribcage stimulation. If additional information is received a supplemental report will be submitted.